Manufacturer narrative:
Lead capped on (B)(6) 2021. Increased threshold causing intermittent loss of capture was also noted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead currently remains implanted. Patient was symptomatic and reported to the emergency room where pauses were noted. Interrogation revealed intermittent noise on the rv channel causing inhibition of pacing. Device was programmed to an asynchronous mode to ensure support while physician is consulted. Should additional information become available, it will be added to this file.